Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a right hip replacement. She had experienced lots of pain, right thigh slips and scared of falling. She received another cortisone in dec which did not help. Patient provided her phone and home number and looking forward for a response. There was no revision surgery reported. Doi: (B)(6) 2018; dor: none revised (right hip).